Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. The reporter stated that there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: the keypad cover was intact and all of the buttons were responsive during investigation. No contamination was found underneath the button contacts. There was evidence of moisture behind the display lens. The pump failed a leak test due to a leak found at the display lens. Moisture was found on the internal components of the pump. The battery compartment was found to be cracked.